Event description:
Event details: it was reported that propofol leakage between the syringe and the extension tube resulting in the absence of sedation in an intubated, ventilated patient. Device rinsed with saline solution. No damage was found in the area where the leak occurred. The associated extender was not a bd product; therefore we also made a declaration to the other supplier. Was medical intervention necessary because the patient was not sedated/ventilated? No have you been able to complete the sedation/ventilation? Yes, the patient was ventilated properly and sedation could take place after the change of tubing and syringe if so, how did you do it? Using a second device? Changing mds, changing tubing and syringes

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one physical sample was provided to our quality team for investigation. The returned product was thoroughly inspected, and no damage or related defects were observed. Leakage testing was performed, and confirmed the product met required specifications, no leakages were detected. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and verification all critical dimensions are within specification. Based on the information available, we are unable to determine a specific root cause at this time. Our quality team will continue to monitor complaints for this device and reported condition for any emerging trends.

Event description:
No additional information.